Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks due to t-wave oversensing. Technical services (ts) was contacted by the patient to discuss electromagnetic interference (emi) in the workplace and their need to have an s-ICD. Ts discussed with the patient and recommended they contact their physician. The s-ICD system remains in service. No adverse patient effects were reported.